Manufacturer narrative:
Initial reporter email: (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported, left-side capsular contracture baker grade iii. Device remains implanted.

Event description:
Patient reported, a possible left side rupture.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii. Device has been explanted. No left side implant rupture and no MRI report was provided.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: observed deformation on the device. Observed creases on the device. Observed split in patch area, it is out of specification per (B)(4), was identified which is characterized as a workmanship, this defect is not related to the complaint. No further actions are required as the device was implanted. Further investigation: the review of the documentation associated to the manufacturing process indicates that all devices with lot number 3545220 and were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the device analysis performed in the laboratory, was observed split in patch area, it is out of specification per (B)(4), was identified which is characterized as a workmanship. According to the analysis review the reported complaint was unable to observed, however, the workmanship is not related to the reported complaint. A review of the current risk documents was performed, and the event of split in patch is a known event, for which manufacturing process controls and inspections are established to reduce the incidence of this defect. Considering that there is not an adverse trend for this type of event (only the pr# (B)(4) in dec-21) no additional actions are deemed required at this time. The issues with split in patch will continue to be monitored and corrective action taken in the future if deemed appropriate.

Event description:
Healthcare professional reported, left-side capsular contracture baker grade iii. Device has been explanted and replaced.